Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they corrected the date that the patient was discharged from the hospital from four days after hospitalization to six days after hospitalization. The peritonitis was manifested by sickness and abdominal pain. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. One day prior to the receipt of this report, the patient was hospitalized for the peritonitis and two other indications. At the time of this report, treatment with intravenous antibiotics for the peritonitis was ongoing. Four days after hospitalization, the patient was discharged and was recovering from the event. It was reported that the patient is now performing in-center hemodialysis and it is unknown if or when the patient will return to pd therapy. No additional information is available.